Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified brachial vein. A 8.0 x 40 75 cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 20 atmosphere for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 8.0 x 40 75 cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. A visual and microscopic examination was performed on the returned device. The balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon with is evidence of a device leak. A visual and microscopic examination identified a longitudinal tear in the balloon material beginning approximately 2mm proximal to the proximal edge of the proximal markerband and extending distally across the balloon material for approximately 44mm. A visual and microscopic examination identified no issues with the balloon material that have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified brachial vein. A 8.0 x 40 75cm mustang balloon catheter was advanced for pre-dilatation. However, during the first inflation at 20 atmosphere for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 8.0 x 40 75cm mustang balloon catheter. No patient complications were reported and the patient's status was stable.